Event description:
It was reported that a large volume intermate had white floating particles. This was found after being compounded with ciproifloxacin. There was no patient involvement and no additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated at baxter (B)(4) compounding facility. A visual inspection was performed and identified white floating particles. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.